Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump had an inaccurate flow rate. While in the pediatric cardiac intensive care unit (pcicu) the patient was receiving a nipride infusion. The pump reportedly ¿continues to bolus the patient inappropriately.¿ as a result, the patient experienced ¿severe instability and lability with blood pressure.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.